Event description:
It was reported that during a lead revision [related manufacturer reference number: 1627487-2025-05093] the s1 lead fractured and was left partially implanted in the patient. Surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Further information was requested but not yet received.

Manufacturer narrative:
A patient experienced an extended procedure was reported to abbott. It was determined that during a lead revision the s1 lead fractured and was left partially implanted in the patient. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.